Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value was not provided). Customer went to the emergency room (ER) and was subsequently hospitalized. Pump use was discontinued when customer was admitted to hospital. Type of treatment administered for the low bg was not reported. Reportedly, customer experienced neurological damage due to the low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value was not provided). Customer went to the emergency room (ER) and was subsequently hospitalized. Pump use was discontinued when customer was admitted to hospital. Type of treatment administered for the low bg was not reported. Reportedly, customer experienced neurological damage due to the low bg. Reportedly, the customer passed away on (B)(6) 2021; the customer had been off the pump for two months prior to passing away.